Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 43 events were reported for this quarter. Product return status: 41 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. Evaluation status: 30 events were confirmed during testing. 22 devices were found to be affected by corrosion. 7 devices were found to be affected by debris. 1 device was found to be affected by a shattered bearing. 1 reported event was not confirmed during testing; however: 1 device was found to be affected by corrosion. 10 device evaluations are in progress. Additional information: 43 devices were not labeled for single-use. 43 devices were not reprocessed and reused.

Event description:
This report summarizes 43 malfunction events in which the device reportedly overheated. 40 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 43 </noe> malfunction events in which the device reportedly overheated. 40 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 43 total events were initially reported. 43 previously reported events are included in this follow-up record.   Product return status 39 devices were received. 4 devices were not available for evaluation. Event confirmation status 34 reported events were confirmed; the cause traced to component failure. 5 reported events were not confirmed. Evaluation results 30 devices were found to be affected by internal corrosion. 7 devices were found to be affected by internal debris. 1 device was found to be affected by shattered bearings. 1 device had no device problem found.